Event description:
The facility reported a pump with failure code 703. This failure code occurred during bio-med testing. No pt injury or medical intervention necessary.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 703 was confirmed. Inspection of the device found that the failure code was caused by a defective user interface module printed circuit board. This part was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA mdq-CAPA-91, which was opened on january 28, 2005.